Manufacturer narrative:
The device was used for an off label indication.

Event description:
Bongiorni, m.g., zucchelli, g., coluccia, g., soldati , e., barletta, v., paperini, l., menichetti, f., di cori , a., segreti , a., del prete, e., ceravolo, r. Leadless cardiac pacemaker implant in a patient with two deep brain stimulators: a peaceful cohabitation beyond prejudices. International journal of cardiology. 2016. 223:136-138. Doi: 10.1016/j.ijcard.2016.08.161. Summary/reported event: a (B)(6) female patient with bilateral deep brain stimulation (dbs) for parkinson's disease (pd) had artifacts attributable to unipolar dbs on lead ii of the electrocardiogram (ECG). It was not possible to ascertain specific device information (i.e. Serial numbers) from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
This event was mistakenly reported initially based on coding information which applied to another event that was correctly reported in regulatory report #3007566237-2016-03673. Supplemental being sent to note this correction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.